Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm on the insulin pump. Customer also reported experiencing high blood glucose. The customer also reported being hospitalized with high blood glucose on (B)(6) 2015. The customer's blood glucose was over 300 mg/dl at the time of admission. The customer reported they were vomiting prior to being hospitalized. The cause of the hospitalization was determined to be diabetic ketoacidosis. The customer was treated with an IV and insulin. The customer was released from the hospital on (B)(6) 2015. Troubleshooting did not find any issues with the insulin pump. It was also found the cannula was straight on the customer's infusion set. Customer also reported a motor error alarm occurring in the past. Customer's blood glucose was 323 mg/dl at the time of the call. The insulin pump will not be returned for analysis.